Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wire on the jaws of the vasoview hemopro 2 became loose. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 225099955, 25100063 and 25099863, the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).